Event description:
A #16 indwelling french foley urinary catheter was inserted in a pt (with multiple medical problems) in the emergency dept. On the med surgical floor, the nurse found that the pt had apparently pulled out the indwelling catheter with the tip of the catheter broken off and apparently missing. CT of the pelvis without contrast noted a 5cm long opaque catheter in the base of the bladder with air bubbles in the bladder, probably iatrogenic. A genitourinary consult noted traumatic foley removal. The tip of the catheter appeared to be left in the bladder and the catheter broke just proximal to the balloon; transient hematuria. Plan made for cystoscopy and foreign body removal. Cystoscopy and foreign body removal was performed under local mac (minimal anesthesia concentration), pt was stable. The catheter was discarded by nursing staff, therefore the site is unable to determine which of three mfrs was applicable: bard, kendall or medline.